Event description:
Customer reported an overinfusion of integrilin. Stated the infusion was started at 0100 to run at 18 ml/hr vtbi 100 ml and at 0330, the lvp alarmed for air-in-line and the nurse noted the bottle of medication was empty. The patient experienced emesis, increased monitoring of the patient's vital signs and lab values was required, and a blood transfusion was withheld. The customer reported no long term will effects experienced by the patient. The data set and pcu event logs were received. A follow up report will be filed upon completion of the investigation.